Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation : observed, one opening on the posterior side assessed as fold flaw opening and partial delamination side assessed adhesive failure. Additional observations: ¿ wear abrasion observed on the device. ¿ crease fold observed on the device. ¿ no penetrating nick (stress marks).

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.